Manufacturer narrative:
Investigation summary: one open 32g x 4mm pen needle sample and two photos were returned from lot. No. 0245193, cat. No. 320136. A functionality test was carried out on the returned sample and damage to the hub was observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. This issue was caused by an interference fit between the hub and cover.

Event description:
It was reported that the inner shield would not detach from the bd micro fine¿+ pen needle. The following information was provided by the initial reporter, translated from japanese to english: "according to the patient's report, the inner shield could not be detached for one product.".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the inner shield would not detach from the bd micro fine¿+ pen needle. The following information was provided by the initial reporter, translated from japanese to english: "according to the patient's report, the inner shield could not be detached for one product."